Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a representative with an implantable drug infusion pump indicated for non-malignant pain. The pump contained fentanyl [15 mg/ml] at a dose of 0.095 mg/day and fentanyl [125 mcg/ml] at a dose of 0.79 mcg/day. It was reported the patient reported an error code on their personal therapy manager (ptm) to the managing doctor. The doctor read the logs and saw a low battery reset. The doctor set the patient to minimum rate mode and referred the patient for replacement surgery. It was unknown what environmental/external/patient factors that might have led or contributed to the issue. The issue was resolved at the time of the report. The pump had a low battery reset alarm on (B)(6) 2017. The patient experienced withdrawal symptoms. The pump was replaced on (B)(6) 2017; the explanted pump was not going to be returned to the manufacturer for analysis. The patient status at the time of report was alive ¿ no injury. Pump event logs provided by the representative showed low battery reset occurred on (B)(6) 2017 at 07:39 followed by safe state at the same time. Safe state also occurred on (B)(6) 2017 at 10:37 with a note of a motor stall recovery at that same time. No further patient complications were reported.